Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized and dispatch to emergency room due to low blood glucose level on (B)(6) 2021. Customer's blood glucose value was 2.2 mmol/l at the time of the incident and current blood glucose was 4.7 mmol/l. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer allege insulin pump was over delivering because the pump delivered a correction bolus of 25u without user input. The device will not be returned for analysis.